Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high thresholds and a gradual rise in shock impedance measurements starting at the end of 2021. The shock impedance measurement at implant was approximately 50 ohms, and the current average shock impedance was around 100 ohms. This rv lead was programmed to initial polarity and maximum energy shocks for continued monitoring. The health care professional (hcp) consulted technical services (ts) about switching over to left ventricular (lv) lead only pacing. Additional information received reported that the patient was experiencing diaphragmatic stimulation and the right ventricular (rv) lead was not capturing appropriately. Lv only pacing was not an option as this was a cardiac resynchronization therapy defibrillator (crt-d) system. The plan was for system extraction and replacement with another manufacturer's system. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.